Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had hose damage, component damage and failed pre-test for visual and hose assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device rubber hoses had a hole/busted during use. There was no patient injury, no delay in the case, and a backup device was available to finish each of the cases in which the holes were discovered. There was patient involvement. The exact date of this event was unknown but was noted to have occurred in 2025. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.